Event description:
It was reported that the patient had a shocking or jolting sensation on the day of the report. The patient felt a heavy jolt when they turned their stimulation on. The patient also felt the jolting sensation when they move in a certain position. It was also noted that the patient has not had their device checked in a long time. The cause, intervention, and outcome of the event were not provided; follow up has been conducted and if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v007451, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
A month later the patient still had concerns regarding their device or therapy but was working with their doctor or company representative. The patient had no appointment at this time.